Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was brought to the hospital after becoming unresponsive. It was reported that she lost consciousness and described the episode as being ¿almost in a coma¿ due to a low blood glucose (bg) level. The patient was wearing the dexcom continuous glucose monitoring (cgm) device at the time of the event; however, the cgm readings during the incident were not clarified. No additional event details were obtained, as the call was disconnected. Subsequent attempts to contact the patient for further information were unsuccessful. No other patient or event details are available at this time. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available